Manufacturer narrative:
The device was not returned and add'l evaluation of the product will not be possible at this time. The event, however, was confirmed via pt radiographs. The root cause of the failure is unk and trend analysis indicates that this type of event is uncommon. Device labeling indicates that "potential risks associated with the use of this device system, which may require add'l surgery, include: device component fracture...". In the event that nuvasive receives add'l relevant info regarding this event a follow-up report will be filed.

Event description:
During the three month post operative visit, it was identified that the left inferior screw of the vuepoint oct system was broken. The pt was asymptomatic and no adverse outcome was reported.